Event description:
In 2002 the end-user called medtronic minimed, USA and stated that blood glucoses started to run high. Bent cannulas. On 8/5/2002 maersk medical a/s received the complaint, 2 used infusion sets, 2 used base pieces and 6 unused infusion sets.